Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Stored episodes revealed noise with oversensing,, and unipolar pacing threshold was 1.7v@0.4ms. The rv configuration was split into bipolar sensing and unipolar pacing, and isometrics performed with this programming revealed no noise. This crt-p system remains in service, however rv lead revision was anticipated. No adverse patient effects were reported.